Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display, problem isolated to the electronic assembly. Unable to verify unexpected suspend anomaly, critical pump error alarm, pump error 40 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 40 mg/dl. Customer blood glucose level was 24 mg/dl. Customer was treated with food. Customer had had suspended the pump and now woke up with a different screen was low because insulin pump was reading 400. Customer stated insulin pump had had critical pump error of motor safety circuit failed test and open book image. Customer stated that it motor safety circuit failed test error was displayed before the open book image was displayed on the screen. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined with troubleshooting for low blood glucose. The device will be returned for analysis.